Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2015 with the following findings: the battery compartment was observed to be cracked with moisture inside. The leak test failed due to the battery compartment leak. The pump case was removed and no further moisture was observed. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging damage to the battery compartment and evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.